Manufacturer narrative:
Note: the manufacturer completed all of the information on this form. (B)(4). No consequences or impact to patient. (B)(4). Material separation; burn of device or device component; melted; charred. Note: this event was initially determined to not be reportable based on initial report . However, the initial evaluation of the returned device on (B)(4) 2011 led to the decision to report. (B)(4).

Event description:
The customer reported that the fiber was in the sterile field and they attempted to use it, but when in the patient, it did not function. They did not see the aiming beam, and there was no power to the fiber. Out of the patient, the fiber did nothing when directed at the test area of the laser unit. No patient issue occurred.